Event description:
Caller reported a malfunction on pump with malf 3 code, which continued to recur after resetting. There was no adverse impact to the customer¿s blood glucose level. Cts assisted caller with resetting pump and decided to replace pump, advising caller to put pump into storage mode before returning it. Replacement pump was sent, and caller understood return instructions.